Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was electively extracted at the time of the patient¿s generator changeout procedure. The rv lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.